Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 249 mg/dl, 179 mg/dl, and 120 mg/dl. Readings occurred with two different vials of test strips from the same lot. Customer is not sure which vial was used to obtain each result. No adverse event reported. Return of the suspect device was requested for evaluation.